Event description:
The report from (B)(4) study indicated that the index procedure took place on (B)(6) from the previous year. The procedure was coil embolization assisted with vrd ((B)(4)) of previously-treated right posterior communicating artery aneurysm that had an occlusion rating of 60%. Three months after the index procedure, an aneurysm growth of the treated aneurysm was revealed. Action taken was additional coil embolization that was performed a month after. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome was indicated as 'resolved without sequeale'. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unrelated. The patient had a medical history of previous coil embolization of right internal carotid - posterior communicating artery. The previously-treated unruptured saccular aneurysm neck was 12.3mm, and the neck to sac ratio was 12.3mm:14.3mm. The parent vessel size diameter proximal was 3.8mm and distally was 4.0mm. Mrs before the procedure was 0. The act was 153 seconds pre anticoagulation and 327 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 90% after the procedure. At the time of the 1-year follow-up , the aneurysm neck was 12.3mm, and the neck to sac ratio was 12.3mm:18.7mm. The parent vessel size diameter proximal was 3.8mm and distally was 4.0mm. The occlusion rate of aneurysm was 50%. Mrs on 4/9/2012 was 0. After the staged procedure on the angiographic appearances were satisfactory.

Manufacturer narrative:
Event description: prior to implanting the vrd, super sheath/medikit, (B)(4) (lot#unkown), radifocus gt gw/terumo, x-celerator hydrophilic gw/covidien (B)(4) were utilized. Other devices utilized during the procedure were, excelsior sl10, silverspeed/covidien (B)(4), gdc/stryker, orbit complex fill 6x15(total 2), orbit complex fill 5x15(total 2), orbit mini complex fill 4x10(total 3), cdf10041030 (lot# unknown) (total 2). No further information is available and procedural images are not available. Note: concomitant devices used: radifocus gt gw/terumo, x-celerator hydrophilic gw/covidien,excelsior sl10, silverspeed/covidien (B)(4), gdc/stryker microcatheter. (B)(4). This is one of four products used during the same procedure on the same patient, which is associated with mfg reports 3007628272-2012-50057, 3007628272-2012-50058, 3007628272-2012-50059 and 2954740-2012-00719. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
The report from the (B)(6) study indicated that there was recanalization of the right internal carotid (ica) - posterior communicating artery aneurysm (pcom) sixteen months after the enterprise vrd assisted coiling with a noncodman coil and (gdc/stryker) and 9 codman coils (orbit complex fill 6x15x 2, orbit complex fill 5x15 x 2, orbit mini complex fill 4x10 x 3, and deltapaq cerecyte microcoil 4 mm x 10 cm x2). At index procedure the previously treated aneurysm had an occlusion rate of 60%. Post index procedure the occlusion rate was 90% and at the one year follow-up (sixteen months post procedure) the occlusion rate was 50%. Additional coil embolization was performed in a staged procedure approximately one month later with satisfactory angiographic appearances and no further issues. The event outcome relationship to the procedure was indicated as highly probable and to the vrd as unrelated. At index enterprise assisted coiling procedure the female patient presented with unruptured previously coiled right ica-pcom aneurysm with an occlusion rate of 60%. No further information regarding this previous procedure is available. The unruptured saccular aneurysm neck was 12.3mm, and the neck to sac ratio was 12.3mm:14.3mm. The parent vessel size diameter proximal was 3.8mm and distally was 4.0mm. At index procedure the act was 153 seconds pre-anticoagulation. Heparin 5000 units was administered intraprocedurally with an act of 372 post anticoagulation. The enterprise was fully expanded and appose to the vessel wall and the stent remained patient without any thrombus or coil protrusion. No intraprocedural adverse events or product issues were reported. The occlusion rate post index procedure were reported as antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel sulfate 75mg/day beginning three days pre index procedure and agratroban hydrate 60mg/day for three days beginning the day of the index procedure. No further information is available and procedural images are not available. The lot numbers of the implanted coils are not available; therefore a device history record review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. It is known that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. With review of the reported information it appears that clinical factors contributed to the reported event. Therefore no corrective actions will be taken at this time. Note: this is one of four products used during the same procedure on the same patient, which is associated with mfg reports 3007628272-2012-50057, 3007628272-2012-50058, 3007628272-2012-50059 and 2954740-2012-00719.